Event description:
It was reported that the patient's left hip was revised. The patient had fallen 8 months prior to revision and sustained an acetabular fracture. Non-operative treatment failed, and the shell loosened. Once the patient was open, surgeon noted black tissue inside the patient. After removing the head from the stem, black material was seen inside the head and moderate trunnion wear was noted. The patient's hip construct was revised to a competitor hip. Rep confirmed there were no allegations against the revised liner. Rep confirmed there was no head dissociation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.